Event description:
It was reported that footswitch was defective. No harm has been reported. The available information does not indicate whether the device was in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information, the system was not in clinical use when the issue occurred. Per the information collected, a philips field service engineer (fse) performed predictive/preventative maintenance on the system and identified a defective footswitch. The wired footswitch was replaced, and the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.